Event description:
Explanting physician has reported a right side device deflation, stating ¿after inflating with 200mls of saline patient went home and after a week called to say it had spontaneously gone down. No trauma occurred.¿ the device has been explanted, at which time, healthcare professional indicated the device possibly appeared "intact."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, yellow and black particles on the shell, and one opening curved on the radius. Leak test and microscopic analysis was performed which identified one opening sharp on the radius. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the radius due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting physician has reported a right side device deflation, stating ¿after inflating with 200mls of saline patient went home and after a week called to say it had spontaneously gone down. No trauma occurred.¿ the device has been explanted, at which time, healthcare professional indicated the device possibly appeared "intact."